Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 140 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.